Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose testing, within 10 mins, using different fingersticks and strips. Her results were 139, 155, 173 and 182 mg/dl. She did not have any symptoms. Upon follow-up, the rptr stated that she had also done a meter to lab comparison test. This was done fasting, about 30 mins apart. The results were 162 mg/dl on her meter, and 130 mg/dl lab test result. A control solution test was not done due to unavailability of solution. The lifescan representative reviewed qc and discussed meter to lab comparisons.